Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received, the electrode belt was found to have a damaged cable. The cable running from ECG b to the distribution node was pulled from the distribution node, separating the cable from its strain relief. The root cause of the separated cable cannot be positively identified but likely resulted from the application of excessive force to that section of cable. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(4) old, male, pt, contacted zoll lifecor customer support service to report damage to his electrode belt. He stated that the wires that go from the belt to the pads in the back are exposed. The pt was provided with a replacement electrode belt.